Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro, there was excessive smoke in the tunnel. The device was removed and the jaws were red hot. The hospital was unable to turn the energy off on the device. The patient did not get burned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Microscopic inspection showed that the heater wire on the hot jaw was slightly flexed away but remained attached to the jaw. The silicone insulation boot on the cold jaw was torn and detached at the tip exposing the metal underneath. The detached part of the insulation was not returned to the factory. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it activated when the power was turned on. And de-activated when the toggle was released. The blue toggle was pulled all the way and clicked then the device activated. No smoke and/or steam which could be considered excessive were observed. As per the IFU, the jaws were then cleaned with a gauze pre-soaked in saline water to remove charred tissues and traces of dry blood. A pre-cautery test was performed a second time. Again, no smoke and/or steam which could be considered excessive was observed. The device de-activated when the toggle was released. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the returned condition of the device and the evaluation results , both reported failures ¿device remains activated" and "environmental particulates" were not confirmed. Both analyzed failures "peeled jaw" and "material twisted/bent" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro, there was excessive smoke in the tunnel. The device was removed and the jaws were red hot. The hospital was unable to turn the energy off on the device. The patient did not get burned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.